Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 169 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer stated that he may have a medical condition that contributed to the elevated blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.